Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a foreign matter in the connector is inconclusive due to the poor sample condition. Two photo samples of a 4 fr groshong nxt connector were provided for evaluation. The connector is shown to be assembled. The catheter is visible through the strain relief sleeve and appears to have been assembled with the connector. An orange circle was drawn over the image on the proximal connector segment. A discoloration appears to be visible at the junction between the proximal end of the plastic connector and the distal end of the clear extension leg tubing; however, the discoloration could not be closely inspected due to the lack of a returned physical sample. The second image shows the connector in the same position. Since the presence of a foreign material could not be clearly determined, the complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that this patient from general surgery (gastrointestinal surgery) had a bard 7617405 (lot: redq2806) catheter placed on (B)(6) 2021. On (B)(6), the second session of chemotherapy was started with oxaliplatin, dexamethasone, tropisetron, magnesium isoglycyrrhizinate, and esomeprazole infused intravenously and pentafluorouracil pumped by a microcomputer pump. The catheter was flushed both before and after drug administration. During catheter maintenance in the afternoon of (B)(6) a blue foreign matter appearing like catheter was seen when aspirating blood. The foreign matter was so big that it could not be drawn out of the connector. Therefore, the connector was replaced for the patient and the catheter was not removed for the time being.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a material present within the extension tubing is confirmed. One two-piece groshong nxt connector was returned for evaluation. The connector was returned assembled with a catheter segment. The segment extending from the connector had been trimmed and was not returned. An object appeared to be present within the extension tubing and connector connection interface. The extension tubing was cut in order to inspect the material. A plastic material was observed to be located near the proximal portion of the molded connector orifice. The material appeared to be a blue and clear in color. The size of the material was observed to be larger than the orifice of the metal cannula which suggest it was unlikely introduced from the catheter or connector. Tactile evaluation of the material revealed it to be slightly firm and did not appear to have elastic properties similar to the catheter tubing or compression sleeve as it was more rigid. The connector was disassembled in order to inspect the portion of the catheter and compression sleeve. No tearing or bunching of the components were noted. The condition of the trimmed section of the catheter which was not returned remains unknown. Based on the condition of the returned sample, possible contributing factors include introduction of material through infusate or external connecting device. Since the material and source could not be determined, it could not be verified that the implicated bd device caused or contributed to the reported issue. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that this patient from general surgery (gastrointestinal surgery) had a bard 7617405 (lot: redq2806) catheter placed on (B)(6) 2021. On (B)(6), the second session of chemotherapy was started with oxaliplatin, dexamethasone, tropisetron, magnesium isoglycyrrhizinate, and esomeprazole infused intravenously and pentafluoropropyl pumped by a microcomputer pump. The catheter was flushed both before and after drug administration. During catheter maintenance in the afternoon of october 7, a blue foreign matter appearing like catheter was seen when aspirating blood. The foreign matter was so big that it could not be drawn out of the connector. Therefore, the connector was replaced for the patient and the catheter was not removed for the time being.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq2806 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient from general surgery (gastrointestinal surgery) had a bard 7617405 (lot: redq2806) catheter placed on (B)(6) 2021. On (B)(6) the second session of chemotherapy was started with oxaliplatin, dexamethasone, tropisetron, magnesium isoglycyrrhizinate, and esomeprazole infused intravenously and pentafluorouracil pumped by a microcomputer pump. The catheter was flushed both before and after drug administration. During catheter maintenance in the afternoon of (B)(6), a blue foreign matter appearing like catheter was seen when aspirating blood. The foreign matter was so big that it could not be drawn out of the connector. Therefore, the connector was replaced for the patient and the catheter was not removed for the time being.